Event description:
Report received of fluid backing up from the secondary infusion into the primary infusion. The pump was programmed to deliver doxil, a chemotherapeutic drug, on the secondary line at a rate of 250ml/hr. A 250ml bag of normal saline was programmed on the primary line at 200ml/hr. It was reported that the doxil, which is a red fluid, was backing up into the primary IV bag. The customer contact reported that the secondary bag was positioned higher than the primary IV bag. There was no reported pump alarm. After unspecified troubleshooting, the secondary infusion was completed on the pump, followed by infusion of the entire primary bag of normal saline to ensure the pt received of their chemotherapy drug. There was no reported adverse effect to the pt, and no delay in therapy.